Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebp0715 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that while placing the PICC the healthcare professional was not able to advance the guidewire, the device was pulled back and cut at 30 cm. The guidewire was fed through the catheter and midline was placed. X-ray indicated the wire went through the catheter. Original CT did not show the location of the break. Under fluoroscopy it was noted that 3 cm tip of the guidewire had migrated to the left upper extremity, lower lob pulmonary artery. It has been decided that the migrated piece of guidewire will not be removed due to the age of the patient. Patient has been given blood thinners and is being monitored.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 3cg tls stylet was returned for evaluation. An initial visual observation showed the stylet was returned in two segments, one small segment and one much larger segment. The smaller segment was about 4 cm of the distal end of the stylet that is coated in polyamide. A microscopic observation revealed many of the magnets were missing from the small segment of the distal end of the stylet; a total of nine whole magnets and one fragment of a magnet were counted. The distal tip of the stylet was also observed to be missing. One side of the small segment of the stylet had a fracture surface that was observed to be granular and rounded with some plastic deformation, which is evidence of a tensile break. The fracture site of the core wire on the larger segment of the stylet was observed to be tapered and granular, which is evidence of a tensile break. Adhesive was observed near the distal end of the larger segment of the stylet; however, no magnets were observed on this segment of the stylet. As a note, the product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Facility reported that while placing the PICC the healthcare professional was not able to advance the guidewire, the device was pulled back and cut at 30cm. The guidewire was fed through the catheter and midline was placed. X-ray indicated the wire went through the catheter. Original CT did not show the location of the break. Under fluoroscopy it was noted that 3cm tip of the guidewire had migrated to the left upper extremity, lower lob pulmonary artery. It has been decided that the migrated piece of guidewire will not be removed due to the age of the patient. Patient has been given blood thinners and is being monitored. On 4/17/17:additional information reported by the facility. While placing the 5fr dl power PICC solo, "the wire was pulled back. The line was cut to 30cm(midline). The wire was advanced back through the existing wire. No bend, shred, tear or anything was noted when the wire was retracted back into the line. The line was advanced back into the introducer and placed and introducer peel sheath was removed as usual. When xray was obtained it showed the wire appearing to be on outside of the line. The line was coiled. Flouro was used to uncoil the line. The "wire" seemed to follow the wire until the wire was uncoiled completed and then it showed it to definitely be out of the line. The physician was notified and came to bedside. He advanced the line and the "wire" migrated to the lower lobe pulmonary artery. Upon examining the wire I ran my fingers across the remaining wire and the remaining covering of the wire came off without pulling. It was then assumed that it was the flexura or nitinol covering of the wire that had come off. Patient was placed on anticoagulants and the family was notified".